Event description:
The reporter stated that back to back blood glucose tests were done, using the same fingerstick. Results were 149, 117 and 131mg/dl. The reporter did not have any symptoms. The reporter stated that he has to squeeze to get second or third drop of blood; is on coumadin for blood thickness. The reporter checks the confirmation dot for enough blood. A control solution test was within range. No harm alleged.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8